Manufacturer narrative:
Event date: the date received by manufacturer has been used for this field. Medical device expiration date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd tubing set had fluid flow even though there was no active infusion occurring. The following information was provided by the initial reporter: the tubing set had fluid flow even though there was no active infusion occurring.

Event description:
It was reported that the unspecified bd tubing set had fluid flow even though there was no active infusion occurring. The following information was provided by the initial reporter: the tubing set had fluid flow even though there was no active infusion occurring.

Manufacturer narrative:
H6: investigation summary: one sample was returned for investigation. The check valve was disassembled, and particulates were observed on the silicone disc. The particulate was sent to our internal lab for ftir analysis. The particulate observed between the disc and the sealing surface created a leak path that led to the backflow failure. Ftir analysis results indicated particulates with characteristics of polyvinyl chloride (pvc) associated with the drip chamber. The supplier of the drip chamber completed an investigation. Since 2015 they have implemented on all assembly machines that assemble drip chambers a dedicated blow of system turbocleaner that blow and suck air in the chamber before spike is assembled, this turbulence created by the turbocleaner permit to remove impurities inside the soft pvc chamber, this system is working on the 100% of the parts assembled. A device history record review could not be performed because a lot number was not provided by the customer.